Event description:
It was reported that the patient was implanted on left hip and underwent revision surgery approximately ten years post-implantation due to pain and metallosis. Periprosthetic greater trochanteric fracture and osteolysis were noted during revision surgery attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: durom us acet cmpnt 54/48 n, item#: 01.00214.154, lot#: 2435696. Metasul ldh, head, 48, code n, taper 18/20, item#: 01.00181.480, lot#: 2435670. M/l taper hip prosthesis, item#: 7711-10-40, lot#: 61158160. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If multiple reports submitted for the event, use following statement: multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2022 - 00301, 0009613350 - 2022 - 00303, 0009613350 - 2022 - 00304.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.